Manufacturer narrative:
It was reported that the patient was treated non-operatively for an achillies injury on (B)(6) with an aircast airselect 01ef-l lot#: 251022-bb on the weekend with ambulation, the top strap broke where there is a weld & stitching. The patient's lower leg moved anteriorly in the boot with a sudden loss of support and reinjured their achillies. I was told the patient would now have to be treated operatively. The device has been returned, the strap is detached from the device the complaint has been confirmed, the root cause has not been established. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the top strap broke where there is a weld & stitching. The patient's lower leg moved anteriorly in the boot with a sudden loss of support and reinjured their achillies. I was told the patient would now have to be treated operatively.